Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) exhibited a sudden, premature decrease in battery longevity. The physician performed an emergent replacement procedure to resolve the event and no additional adverse patient effects were reported. This device is currently retained at the healthcare facility and it is unknown if the product will be returned for evaluation. Further information was provided and this event was determined to be a duplicate of MDR report number 2124215-2023-41926.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) exhibited a sudden, premature decrease in battery longevity. The physician performed an emergent replacement procedure to resolve the event and no additional adverse patient effects were reported. This device is currently retained at the healthcare facility and it is unknown if the product will be returned for evaluation.